Event description:
It was reported that non sustained right ventricular oversensing due to myopotential oversensing was observed. The device was subsequently reprogrammed. The patient condition was well.